Event description:
It was reported that when using the bd pyxis¿ medbank tower, a "drawer offline" message was encountered on the system. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist remoted into the system and observed that the drawers were showing as offline, instructed the customer to toggle the switch located behind the cabinet, relaunched the medbank application. Following the relaunch, customers were able to successfully sign in and use the medbank system as intended. The system functioned as intended after the technical support specialist troubleshot the device.